Manufacturer narrative:
The device was returned to resmed for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device alarm was triggered. The alarm resulted in an unexpected restart of the device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device logs confirmed the occurrence of an alarm and unexpected restart. The investigation determined that the device failure was due to a software issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).